Manufacturer narrative:
Synthes is submitting this report as result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. D8: unk.

Event description:
According to the reporter, during im nail procedure for right hip fracture, the surgeon placed the nail according to correct technique. He then placed the guide wire through the nail and measured for the length of the helical blade. After he used the 11mm drill bit in the lateral cortex, the surgeon then tried to insert the helical blade. The helical blade would not advance to the proper position. Upon taking and reviewing intraoperative x-rays, the surgeon felt the sliding mechanism was too low in the nail. He removed the helical blade and used a flexible screwdriver intraoperatively to move the sliding mechanism back on the nail. He measured and then inserted one size shorter helical blade, was able to advance it to the correct position and completed the procedure with no further problem. Surgery was extended by approx 10 minutes. No adverse effect on the pt. This complaint is on the nail only.